Event description:
The hospital reported that the case was straight forward and they did not really use the vasoview hemopro 2 c ring maybe once or twice. Noticed c ring was split when they went to go retrieve the vein. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. The same device was used to complete the procedure. There was no procedural delay. No patient harm. The complainant provided a photo. The ceramic c-ring appears to be split in half.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw#(B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 02/27/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The ceramic c-ring was observed to be split down the center of the c-ring. No other visual defects were observed in the photograph. An investigation was conducted on 03/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the inract harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula handle. The ceramic c-ring was observed to be split down the center of the c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- ceramic c-ring" was confirmed. The lot # 3000448761 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.